Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction . It was reported that they have not really used his interstim therapy due to other complications. Patient had turp procedure in (B)(6) 2025; each time they removed his foley catheter to go with a straight catheter, he had bleeding. . The patient is moving  and wanted to find a doctor that can start managing his care for interstim.